Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 105) was confirmed. Upon evaluation, the monitor was resetting during detect and treat testing and service code 105 was displayed. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q16 on the defibrillator pca. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying service code 105 - standby pulse test relay check fault.